Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure as the patient is now bed-ridden and unable to utilize the system adequately. The implantable pulse generator (ipg) site was also causing patient discomfort. The explanted device components were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a couple of years from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 18183702.